Event description:
The pt's mother contacted animas alleging that her daughter was in the hosp with a blood glucose level of 461 mg/dl. She did not know whether or not the pt was in dka. The pt was vomiting on (B)(6) in the morning, which is why her mother took her to the hosp. The pt was wearing the pump when she was admitted to the hosp. The doctor initially wanted the pump replaced; however, upon further review, said the problem may be due to a bent infusion set cannula. The infusion set used prior to going to the hosp was reportedly bent as was the infusion set used when the pt was admitted to the hosp. The doctor noticed that some "correction factor" on the pump was incorrect. The pt's mother believes that it was not the I:c ration in question. The pt was reportedly discharged from the hosp that day with blood glucose levels around 200 mg/dl. The pt woke up the next morning with a blood glucose result of 489 mg/dl. During the call to animas, the pt's blood glucose level was reportedly 140 mg/dl and her pt was not using the pump at that time.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Review of the black box and download history from the date of the reported event was not available and had been overwritten due to continued patient use. Unrelated to the complaint, the keypad was found to be torn over the up and down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The down arrow button does not respond when pressed. All of the other keypad buttons respond appropriately when pressed. The keypad cover was removed for investigation and revealed contamination under the down arrow button contact. Testing for the original bg excursion complaint could not be adequately completed due to the unresponsive keypad button. Also unrelated to the complaint, the black box information revealed that the time and date returns to the default setting on power reset and evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.